Manufacturer narrative:
This report is filed on may 17, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection. The issue could not be resolved and the device was explanted (B)(6) 2019. The patient was not reimplanted with a new device.